Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, resistance was noted when the delivery system and valve were introduced to the esheath. The bent valve strut perforated the esheath. The device were removed and a new system were prepared. The valve was successfully deployed. There was no patient injury. Perclose came undone due to closure device failure.

Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was returned to edwards lifesciences for evaluation. The following were observed on the crimped valve. Crimped valve was located over crimp balloon. One strut was bent backward at inflow side. Multiple struts exposed through skirt (normal after use). The following were observed on the post-expanded valve. No bent strut observed. Valve frame was canted and slightly distorted. Leaflets wrinkled, torn, and dehydrated due to storage condition (prolonged crimping). Imagery was provided from the site and revealed the following: during manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the returned device evaluation. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, during the procedure of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, resistance was noted when the delivery system and valve were introduced to the esheath. The bent valve strut perforated the esheath.'' Per the training manual, ''insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion'' and ''in expectation of high friction, use short movements and push delivery system closer to sheath hub.'' Furthermore, the training manual instructs that ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,'' and ''do not over-manipulate the sheath at any time.'' As revealed through case note, ''access vessel was very tortuous with a covered stent extending into the common iliac from a previous aaa stent graft procedure.'' The presence of tortuosity and stent in vasculature can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. So, if excessive force was applied to overcome associated resistance, it could lead to the valve struts interacting with the sheath shaft, resulting in the bent struts as seen at inflow. As such, available information suggests that patient factors (tortuosity, pre-existing stent) and/or procedural factors (high push force, excessive device manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected d.4 serial number, expiration date and UDI and h.4 device manufacturer date. The investigation is ongoing.